Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the programmable shunt was used with bactiseal ventricular and peritoneal catheters. The patient developed an infection and as a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted than the sterilization records have been reviewed and they confirmed that the device conformed to the required specifications prior to distribution. As a result it is not possible to determine the root cause for the infection reported by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.